Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity and post spinal cord injury. It was reported that the pump was alarming or beeping. On (B)(6) 2017, the patient heard a single beep alarm and called into their healthcare provider's (hcp) office and was told that the patient's alarm date was (B)(6) 2017. The patient wanted to know if they could potentially run out of pump medication before their refill on (B)(6) 2017. The patient was originally scheduled for a pump refill on (B)(6) 2017 and the hcp rescheduled the appointment because the hcp was out of town. They could only refill on (B)(6) 2017, because there was only one clinic that the hcp did refills at. The hcp reviewed that patient could be managed by oral medications. The patient stated prior to getting the pump implanted, the patient had exceeded the oral dose fo r baclofen and did not respond well to it. The patient was concerned they would experience withdrawal since oral baclofen did not work so well for them. The patient's prior managing physician told the patient not to go past low reservoir alarm date due to potential issues that can occur with the pump or withdrawal. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.